Manufacturer narrative:
Samples were drawn into bd lithium heparin plasma tube without gel. Samples are centrifuged at 3,400 rpm for 7 minutes using a fix angled rotor. Customer indicated that the original sample was filtered prior to pouring off testing. Samples are tested within the recommended time frame provided by assay manual. Qc performed prior to and following the event resulted in range. A system check was performed in 2007 and results met expectations. Customer issues were isolated to this specific patient. Service was not sent following the event, however, customer indicated that an fse was onsite on 07/28/07, regarding another matter and performed diagnostic testing. Customer indicated that results met specifications. However, data not supplied. A clear root cause cannot be determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer called stating that they obtained erroneous troponin (accu tni) results, above the ami cutoff, that were generated by the unicel dxi 800 access instrument, for one patient. A patient sample was tested for accu tni and a result of 1.05ng/ml was obtained. The erroneous result was reported out of the laboratory. The original sample was re-tested and the repeated accu tni results were also elevated. In addition, the sample was tested on a different instrument in the customer's lab for accu tni and the results were 0.20ng/ml to 0.26ng/ml. The customer collected two more samples from the patient and obtained results of 0.07ng/ml and 0.06ng/ml respectively. There was no report of patient injury requiring medical intervention or change to patient treatment received regarding this event.